Event description:
Begin using alcon opti-free replenish 300ml to soak and rinse contacts. Eyes burned and became severely red after approx 4 hours of wearing contacts. Re-challenged a number of times with the same results. Changed to different lot number of the same product and have not experienced any problems. Lot# 166289f, exp 2011/04. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: contact lens wearer. Event abated after use stopped or dose reduced?: yes.